Event description:
A surgeon reported a pt with an unexpected outcome following an intraocular lens (iol) implant surgery. The surgeon also reported the lens displaced nasally and the bag appears stable. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 12/05/2011 and 12/13/2011 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).